Manufacturer narrative:
Correction: added g1. Manufacturer's site contact information. H6 (part 6). Component code: changed to g04010. After receiving this complaint, we searched for other complaint and we didn't find other complaint regarding the lot number 10137837. The investigation is not yet complete, a follow up report will be submitted on completion of the investigation. B3: date is unknown.

Event description:
According to the available information while the patient was sleeping, the balloon deflated and slipped out causing the patient's penile area to be sore.

Manufacturer narrative:
After receiving this complaint, we searched for other complaint and we didn't find other complaint regarding the lot number 10137837. Balloon deflation issue is known but according to the available information we cannot conclude on a specific root cause. Quality database was checked and revealed a corrective and preventive action CAPA-000152. "Balloon issues on folysil and silicone prostatic catheters" was opened and monthly monitoring. No corrective action will be implemented as our trend is not increasing. A similar case study was performed based on folysil silicone from (B)(6) 2021 to (B)(6) 2025 on the defect "balloon deflated": 60 similar cases were found. A rmf evaluation was performed based on (B)(4), risk identified (B)(4) & (B)(4) (hazardous situation: catheter balloon cannot stay inflated or burst). The evaluation has showed that risks are adequately controlled and reduced as far as possible in the state of art level. Based on this, we can conclude that residual risks are adequately controlled and reduced as far as possible, and the residual risks associated with the use of the product are acceptable when weighed against the benefits to the patient/user. It is concluded that the risks identified are still acceptable and considered as safe.

Event description:
According to the available information while the patient was sleeping, the balloon deflated and slipped out causing the patient's penile area to be sore.

Event description:
According to the available information while the patient was sleeping, the balloon deflated and slipped out causing the patient's penile area to be sore.

Manufacturer narrative:
After receiving this complaint, we searched for other complaint and we didn't find other complaint regarding the lot number 10137837. The investigation is not yet complete, a follow up report will be submitted on completion of the investigation. B3: date is unknown.